Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid (hydromorphone) at a concentration of 8.0 mg/ml with a dose of 4.8161 mg/day and bupivacaine at a concentration of 17.5 mg/ml with a dose of 10.535 mg/day. It was reported an active motor stall occurred. The patient had not recently had a magnetic resonance imaging (MRI) procedure. The reported symptoms were increased pain. The motor stall occurred on (B)(6) 2016 at 19:22. The pump was interrogated on (B)(6) 2016 at 23:00; the physician called manufacturer tech support, and they recommended go to the hospital. The pump was replaced on (B)(6) 2016. The cause of the motor stall was not determined. The pump was sent to the manufacturer for analysis. The issue was resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received on 2016-nov-28 from the manufacturer¿s representative (rep) stating that they just got the pump from the hospital and that the device would be returned to the manufacturer for analysis. On 2016-dec-02, it was stated that the device was returned for analysis.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver dilaudid (8 mg/ml at 0.9988 mg/day) and bupivacaine (17.5 mg/ml at 2.185 mg/day). Analysis of the pump found gear train anomalies of stall due to shaft wear and corrosion, wear and lubrication.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.